Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to high, out of range impedance measurements (greater than 3000 ohms). No additional adverse patient effects were reported. This lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments, severed 125 mm from the terminal end. The helix was retracted, and dried body fluid was observed in the helix housing. There were cuts noted in the lead insulation, which is likely due to explant damage. The anode (outer) conductor resistance measured as an electrical open on the tip segment, indicating a fractured or broken conductor. A fractured anode (outer) conductor was observed 272 mm from the terminal end. The conductor coils in the area were dislocated (deformed) laid back and laid forward. The insulation was compressed approximately 265-285 mm from the terminal pin. There was white insulation residue inside the insulation. The inner insulation was abraded/torn under the fractured area. Due to the location and the type of damage exhibited, it was concluded that fracture characteristics were caused by lead entrapment in the clavicle/first rib region.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to high, out of range impedance measurements (greater than 3000 ohms). No additional adverse patient effects were reported. This lead is expected for return.